Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the mechanics seized, jammed and was moving heavily. It was further determined that the device was difficult to move and it lacked lubrication and service. It was observed that the device worked, but with little force. It was further determined that the device failed pretest for check power with test bench; (tick motor type). The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a maintenance check, it was discovered that the small battery drive device did not work, and the upper trigger did not activate the oscillatory movement. It was further reported that the engine stopped and there was a mechanical friction noise within a few seconds of activating the motor. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.